Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after the implant procedure, the implantable cardiac monitor (icm) was detecting false asystole episodes due to r-wave undersensing. It was also reported that the icm had a loss of contact and was detecting noise which was suspected to be motion artifact and/or associated soft tissue movement. The device remains in use. No patient complications have been reported as a result of this event.